Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 27 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned, in between a segment of lead body was missing. The received parts were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through and the coating of the conductor cable to the shock coil was damaged. These findings can be considered as the root cause of the clinical observation of oversensing which led to shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages, such as the stretched distal lead fragment and the conductor fracture most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR: the patient received seven inappropriate shocks due to oversensing. The device was explanted and returned for analysis.